Event description:
A patient with blistering and drainage proximal to her surgical incision. The aquacel ag surgical dressing was saturated with exudate from the unroofed blisters, the incision looked clean and dry. Dressing was gently removed using an adhesive releaser. A large blister and medical adhesive related skin damage (marsi noted near the surgical incision.